Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was intermittently not firing. Event details and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to pcb. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).